Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing impedance. The lead was found to have dislodged with high thresholds and no capture. The lead had oversensing observed on stored electrocardiograms. T-wave oversensing (twos) was found on the lead. The lead was programmed off with the device deactivated. The patient was scheduled for a lead revision. No patient complications have been reported as a result of this event.